Event description:
It was reported that during a triple arthrodesis procedure on (B)(6) 2014 while the surgeon was driving a 1.6 mm k-wire through the plate, the k-wire broke just past the olive of the k-wire. The plate was then removed and the surgeon improvised with synthes screw removal set; he used a hollow reamer over the wire and an extraction bolt to remove the threaded wire that was retained. No other pieces were retained in the patient. Additional back up k-wires were readily available and the procedure was successfully completed with a surgical delay of thirty minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.